Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes are: mnh, mni, kwq, kwp. (B)(4). Device broke intra-operatively and was not implanted / explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part # 04.632.640s / # lot 9909894, manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 14th april 2016, expiry date: 1st april 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.632.640 / h057525 was manufactured in us, (B)(4). (B)(4) manufacturing, (B)(4), 10-17-16. Manufacture date: 03-10-16. Product reviewed: 04.632.640, lot #h057525. No ncrs were generated during production. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon felt the screw is loosened when he tried to insert, but he didn't felt anything wrong when pull out the sleeve. The surgeon removed and checked the screw, he suspected that the breakage of screw shaft and the occurrence of metal powders came from the screw. This actual sample was not used for patient. There was no adverse consequence to the patient. The surgery was prolonged 1-2 minutes. This complaint involves one part. Concomitant devices reported: sleeve/insertion device (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The matrix polyaxial screw (04.632.640) is utilized in matrix deformity (per technique guide) and matrix degenerative (per technique guide) as part of the posterior pedicle screw and rod fixation system. Polyaxial screws are available in 4.0mm, 5.0mm, 5.5mm, 6.0mm, 7.0mm, 8.0mm and 9.0mm diameters and lengths ranging from 20-100mm. The returned 6.0mm matrix polyaxial screw was examined and the complaint condition was unable to be confirmed as the screw was found to be intact and not broken. Further examination found the screw body¿s drive recess to be stripped. No thread or anodization damage was noted on the returned implant and the plasma coating beneath the polyaxial head was found to present and without defect. As the complaint condition was unable to be replicated and no identifiable defect or deficiency was noted for the returned device, the complaint is unconfirmed. Relevant drawings for the returned screw were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No root cause was able to be determined as the complaint condition was unable to be replicated and no defects or deficiencies were identified which may have contributed to the complaint condition. The observed stripped drive recess is likely the result of attempted insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.